Event description:
It was reported that during a total knee procedure conducted at the user facility the navigation system resection values were changing; therefore, we not accurate for the procedure. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the reported event of fluctuation of position values (0.4 mm) could be confirmed by a stryker employee who was present during the case. During onsite troubleshooting the stryker employee found new monitors installed in the operating room were affecting the position value. The amplitude of the reported fluctuation is within the accuracy tolerance defined in the product safety information. Based on the reported event and the camera safety information the following possible causes were identified which could have caused or contributed to the reported event: infrared radiation from external sources. Ambient light pointing towards the camera detector.

Event description:
It was reported that during a total knee procedure conducted at the user facility the navigation system resection values were changing; therefore, we not accurate for the procedure. No adverse consequences or procedural delays were reported with this event.